Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented to the operating room for pulse generator replacement due to normal eri. During procedure, it was observed that the rv lead was dislodged and had outer insulation damage. The lead was partially capped successfully. Patient¿s condition was stable before, during and post procedure.